Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the monitor went blank. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. The glidescope avl video baton 3-4 and a glidescope avl monitor were returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl monitor and was unable to confirm the "black screen" issue. The camera image quality test was performed and passed. The monitor was allowed to remain powered on for 5+ minutes with no loss of image. The customer's avl monitor and avl video baton 3-4 were connected and the avl video baton 3-4 was manipulated. The video image remained normal during testing. The camera image quality test was performed and passed. The avl video baton 3-4 was found to be delaminating near the baton's cable strain relief. No further investigation is required at this time. Verathon will continue to monitor for trends.